Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was producing low flow (1.2 lpm) and giving a low air leak alert. As a result, the pads were disconnected and reconnected but the flow remained low (1.9 lpm). The pads were disconnected so that system diagnostics could be evaluated. Upon evaluation of the system diagnostics, it was found that the flow was 1.8 lpm with only the fluid delivery line connected, inlet pressure was -7, and the circulation pump command was 49%. After the pads were reconnected to the fluid delivery line, the flow ranged from 0 to 2.2 lpm. The pads were replaced, and the patient's temperature dropped to 34°c during the pad swap. The target temperature was 36°c, and patient's temperature 35.2°c prior to the pad swap. It was later reported that the flow remained low after the pads were replaced. Therefore, the device was replaced with a second arctic sun device. After replacing the device, therapy continued with no further issues, and the patient was able to reach target temperature.